Event description:
It was reported that 9 of the bd nano¿ 2nd gen pen needle were unable to deliver medication. The following information was provided by the initial reporter, translated from portuguese to english: customer contacted us stating that for 2 months now he has been having problems with clogged needles, he tried to contact us a few days ago but the call dropped and he did not return, he performs the flow test correctly and 7 needles were clogged and one of them besides being clogged was crooked he also informed that 2 needles at the time of the flow test came out a lot of insulin and wasted a lot of the medicine which is very expensive he informed at the end of the report. *what part of the product is involved in the complaint? Needle *purpose of use: in which procedure was the material being or would it be used? Insulin application *medication/substance involved in the incident. Xultophy *quantity of material with deviation 7. *is the sample with the deviation available for analysis? Yes *quantity of sample with deviation available for analysis. 5 *is the sample contaminated (body fluids or medicines/solutions)? Yes if a sample is available, is the collection address the same as the one given at the beginning? Same address can the client send photos of the material to be analysed? No. Does the customer request replacement of material with deviations? Yes. *in which situation was the deviation identified? During the professional's handling to prepare the procedure or manipulate a medicine/substance. *was there any damage to the health of the patient or the professional who handled the material? No. *was there a need for medical intervention? No. *was there a need for surgical intervention? No. *did you need hospitalisation or prolonged hospitalisation? No. *was there any exposure to chemical/biological agents (regardless of the use of ppe)? No *was there an accidental needle puncture?. No. *did the event lead to death? No.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 24-apr-2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 9 of the bd nano¿ 2nd gen pen needle were unable to deliver medication. The following information was provided by the initial reporter, translated from portuguese to english: customer contacted us stating that for 2 months now he has been having problems with clogged needles, he tried to contact us a few days ago but the call dropped and he did not return, he performs the flow test correctly and 7 needles were clogged and one of them besides being clogged was crooked he also informed that 2 needles at the time of the flow test came out a lot of insulin and wasted a lot of the medicine which is very expensive he informed at the end of the report. *what part of the product is involved in the complaint? Needle *purpose of use: in which procedure was the material being or would it be used? Insulin application *medication/substance involved in the incident xultophy *quantity of material with deviation 7 *is the sample with the deviation available for analysis? Yes *quantity of sample with deviation available for analysis. 5 *is the sample contaminated (body fluids or medicines/solutions)? Yes if a sample is available, is the collection address the same as the one given at the beginning? Same address can the client send photos of the material to be analysed? No does the customer request replacement of material with deviations? Yes in which situation was the deviation identified? During the professional's handling to prepare the procedure or manipulate a medicine/substance. Was there any damage to the health of the patient or the professional who handled the material? No. Was there a need for medical intervention? No. Was there a need for surgical intervention? No. Did you need hospitalisation or prolonged hospitalisation? No. Was there any exposure to chemical/biological agents (regardless of the use of ppe)? No. Was there an accidental needle puncture? No. Did the event lead to death? No.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 of the bd nano¿ 2nd gen pen needle were unable to deliver medication. The following information was provided by the initial reporter, translated from portuguese to english: customer contacted us stating that for 2 months now he has been having problems with clogged needles, he tried to contact us a few days ago but the call dropped and he did not return, he performs the flow test correctly and 7 needles were clogged and one of them besides being clogged was crooked he also informed that 2 needles at the time of the flow test came out a lot of insulin and wasted a lot of the medicine which is very expensive he informed at the end of the report. *what part of the product is involved in the complaint? Needle *purpose of use: in which procedure was the material being or would it be used? Insulin application *medication/substance involved in the incident xultophy *quantity of material with deviation 7 *is the sample with the deviation available for analysis? Yes *quantity of sample with deviation available for analysis. 5 *is the sample contaminated (body fluids or medicines/solutions)? Yes if a sample is available, is the collection address the same as the one given at the beginning? Same address can the client send photos of the material to be analysed? No does the customer request replacement of material with deviations? Yes *in which situation was the deviation identified? During the professional's handling to prepare the procedure or manipulate a medicine/substance. *was there any damage to the health of the patient or the professional who handled the material? No *was there a need for medical intervention? No *was there a need for surgical intervention? No. *did you need hospitalisation or prolonged hospitalisation? No. *was there any exposure to chemical/biological agents (regardless of the use of ppe)? No. *was there an accidental needle puncture? No. *did the event lead to death? No.